Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2. A1 was updated with the name, consumer and foreign was marked in g.2. In section d9 device was returned to manufacturer and in h3 device return was selected as yes. In section d2 product code and common name were changed, in section g4 k number was changed. The report should have been sent for product problem only in section b.1.